Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, non-tortuous circumflex. The 2.0x15 mm nc trek balloon would not inflate at all. No leaks were noted in the balloon. No resistance was felt during advancement or retraction of the balloon catheter in the patient. A new nc trek was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to inflate was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.